Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex that had resistance during delivery in the phenom 27 microcatheter and then failed to open in the middle. The patient was undergoing a procedure for flow diverter stent implantation treatment of a right ophthalmic segment unruptured saccular aneurysm via femoral artery access. The aneurysm max diameter was 4mm and the neck diameter was 3.8mm. Patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. It was reported that the devices were prepared and catheter flushed as indicated in the instructions for use (IFU). Significant resistance was felt when delivering the pipeline through the distal end of the phenom microcatheter. Then, during deployment, the pipeline stent failed to open in the middle segment. It was noted that less than 50% of the pipeline was deployed when the failure to open occurred. The pipeline was no positioned in a bend. The pipeline was resheathed 2 or less times. There were no other steps or devices used to open the pipeline. The pipeline was resheathed and removed together with the phenom microcatheter. Both devices were then replaced to complete the procedure successfully. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿ as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex and phenom 27 inner pouches. The pipeline flex pushwire was returned outside the phenom 27 catheter. However, the pipeline flex braid was returned stuck within the phenom 27 catheter hub. ¿ damage location details: the distal and proximal ends of pipeline flex braid were fully opened and damaged. In addition, the middle section was found to be fully opened and no damage. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~35.5cm and ~67.0cm from proximal end. In addition, the catheter body was found to be kinked at ~4.2cm from distal end. The catheter tip, marker band were examined; and no damages were found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. For further examination, the catheter was cut to remove the braid from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure /incomplete open at middle section as the middle section was found to be fully opened and no damage. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. Based on the analysis findings, the pipeline flex and phenom 27 catheter were confirmed to have resistance during delivery as the pipeline flex braid was found to be stuck within phenom 27 catheter. In addition, the pipeline flex braid and phenom 27 catheter were found to be damaged. From the damages seen on the catheter body (kinking), and pipeline flex braid (fraying); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the phenom 27 catheter against resistance. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.